Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: 2.0 x 15 mm trek; guide wire: fielder; stent: 2.25 x 28 mm xience alpine stents (x2); 3.0 x 12 mm absorb scaffold. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The two xience alpine 2.25x28, absorb gt1, fielder xt 190, and mini trek rx referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that on (B)(6) 2016 the patient presented with severe chest pain in which a 3.0 x 12 mm absorb scaffold, a 2.25 x 28 mm, 2.25 x 28 mm and 2.25 x 12 mm xience alpine stents were implanted in the left anterior descending (lad) coronary artery. Pre-dilatation and post dilatation were performed successfully. The patient was given plavix and aspirin. However, approximately 7 - 8 hours later, the patient experienced severe chest pain and coded. The patient was sent back to the cath lab for percutaneous transluminal intervention (pti). Angiography revealed acute thrombosis of the stents and scaffold. A fielder guide wire was advanced followed by a 2.0 x 15 mm mini trek balloon catheter which restored a good flow; however, the patient coded due to a perforation noted in the apex. Chest compressions were performed, but the patient died subsequently. Reportedly, cause of death was to non-response to plavix, so it was procedure related. There was no autopsy performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, angina, thrombosis and death are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures.